Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a shaft break 47cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There was a kink in the hypotube 24cm from the strain relief. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-mar-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 15x3.75mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.